Event description:
While the perfusionist was priming the perfusion circuit, he noticed that every time he stopped the centrifugal pump a small air bubble would appear. He repeated the procedure and again, when the pump was stopped an air bubble appeared. The pump was replaced and never used in the case. No pt injury was reported as a result of this incident. The subject device was returned to 3m and investigated. The reported phenomenon could not be reproduced. It is possible that the air bubbles detected had their origin in some other part of the extracorporeal circuit and made their way into the pump housing, where they were observed by the user.